Event description:
The pt reported he stopped using his scs system and did not charge the ipg for a prolonged time. The ipg became non-responsive and depleted. The pt underwent surgical intervention to explant and replace the system ipg. During the procedure, the physician also elected to explant and replace the system leads. No pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.